Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral breast capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation with mentor memorygel breast implant 350cc gel breast prostheses developed capsular contracture in both of her breasts (baker grade iii in her right breast, baker grade ii in her left breast). The patient first observed firmness in her breasts. Bilateral capsular contracture was later diagnosed by a healthcare professional. In addition, the patient¿s right breast prosthesis ruptured after implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
On 22-aug-2020, the mentor failure analysis lab received the device for evaluation. On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced capsular contracture and rupture in the right breast implant. During the visual evaluation, the device was observed to be ruptured. The implant was received in two parts. Please note that the product evaluation lab couldn¿t identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 19-may-2020, mentor received additional information about the event. It was initially reported that the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2020. New information received states that the patient underwent bilateral explantation on (B)(6) 2020 and her breast prostheses were replaced with mentor memorygel breast implant 405cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).